Manufacturer narrative:
During a procedure, two dura star balloons got stuck with the guide wire upon withdrawal. The report received from the affiliate indicated that pci was being performed on a 95% de novo and heavily calcified lesion in the proximal rca with slight vessel tortuousity. A gw (runthrough) crossed the lesion and then the 1st dura star (3.0/15mm: the 1st complaint product, lot: 15353770) was delivered to the target lesion and poba was conducted at 20atm for 20sec. After the deflation of the balloon, the balloon became stuck with the gw. Therefore, the 1st dura star was retrieved from the patient with the gw. Subsequently, a new gw (runthrough) crossed the lesion and the 2nd dura star (4.0/15mm: the 2nd complaint product, lot: 15185749) was delivered to the target lesion. Then, poba was conducted with the 2nd dura star at 20atm for 30sec and the balloon was deflated, but there also was friction with the gw. The 2nd dura star was retrieved with the gw. Consequently, a new gw crossed the lesion and poba was conducted with a different balloon catheter (hiryu) without issues. The procedure was finished successfully. There was no patient injury reported. These products will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The physician commented that the gw lumens of these two dura star seemed to be compressed after the inflation. The product was stored, handled, inspected and prepped according to the instructions for use. No kinks or bends were observed on the products even after the removal and no anomaly was indicated during the procedure. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Based on the limited information provided and without the products available for analysis, the complaints could not be confirmed and no determination regarding potential contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00885 and 9616099-2011-00886.

Event description:
The report received from the affiliate indicated that pci was being performed on a 95% de novo and heavily calcified lesion in the proximal rca with slight vessel tortuousity. A gw (runthrough) crossed the lesion and then the 1st dura star (3.0/15mm: the 1st complaint product, lot: 15353770) was delivered to the target lesion and poba was conducted at 20atm for 20sec. After the deflation of the balloon, the balloon became stuck with the gw. Therefore, the 1st dura star was retrieved from the patient with the gw. Subsequently, a new gw (runthrough) crossed the lesion and the 2nd dura star (4.0/15mm: the 2nd complaint product, lot: 15185749) was delivered to the target lesion. Then, poba was conducted with the 2nd dura star at 20atm for 30sec and the balloon was deflated, but there also was friction with the gw. The 2nd dura star was retrieved with the gw. Consequently, a new gw crossed the lesion and poba was conducted with a different bc (hiryu) without issues. The procedure was finished successfully. There was no patient injury reported. These products will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. The physician commented that the gw lumens of these two dura star seemed to be compressed after the inflation. The product was stored, handled, inspected and prepped according to the instructions for use. No kinks or bends were observed on the products even after the removal and no anomaly was indicated during the procedure.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturer numbers 9616099-2011-00885 and 9616099-2011-00886.